Event description:
Pt underwent left knee arthoscopy at bso. At 1410 left lower extrimity noted to be extremely swollen, blanched with doppler pulses. Arthoscopy pump turned off. (Pt sedated/anesthetized). Urologist called secondary to scrotal/penile edema. Foley was inserted. Pt admitted for observation from pacu. Length of stay 2 days. Operating room staff notified company rep and was instructed to return equipment. Pt treated with bedrest, lasix IV, foley cath.